Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device will shut off within a minute even while on the power supply. No patient impact or consequences were reported.

Event description:
The customer reported the device will shut off within a minute even while on the power supply. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The device was not able to obtain readings after powering up, since the screen goes blank and the device into the 10 beeps error after a few seconds. When the unit is moved around while being docked in a known good docking station, the device loses connection to the docking station. Internal inspection found multiple pogo pins on the system circuit board were stiff, causing miscommunication with the docking station. U21 on the system circuit board is faulty, causing current leaks and responsible for the 10 beep error. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).